Event description:
The duett sealing device was deployed following an interventional procedure, via an 8fr sheath in the right common femoral artery. During the procoagulant delivery significant resistance on the syringe was reported. Following the deployment, the patient experienced loss of pedal pulses, and an angiogram confirmed an occlusion. Treatment consisted of an angiojet and heparin, and was successful. No further complications were reported.